Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was beeped for no reason. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. Customer states the insulin pump had diminished battery life and had rejected new batteries. The device will not be returned for analysis.